Event description:
It was reported that during in clinic follow-up, patient presented with premature battery depletion on their pacemaker. No further information about interventions was reported. There were no patient consequences and will continue be monitored.